Event description:
Per the surgeon, the pt developed pain with drainage over the site of the cochlear implant. Several days later, the device was exposed and surrounded by granulation tissue (date not reported). The pt was explanted in 2009, info on reimplantation was not provided.